Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer had high blood glucose and the level would not decrease, regardless of how much customer treated. Customer was hospitalized and was wearing the insulin pump at the time of hospitalization. The blood glucose was around 600 mg/dl at the time of hospitalization. Nothing further reported.